Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the md inserted the sheath into the pts' right femoral artery. During the insertion process the md encountered difficulty passing the intra-aortic balloon (iab) through the sheath. The md removed the iab and laid it on the tray, as it was still 'neatly wrapped." The md removed the sheath situ, took a second sheath from the insertion kit and inserted it over the spring wire guide (swg). The iab passed through this sheath without difficulty and iab therapy commenced. There was no reported pt or injury. Medical/surgical intervention was not required. The delay in therapy was "a few minutes, as long as it took to remove one and insert the other sheath and iab." The pt outcome is "unknown."